Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 450 or 460 mg/dl. The insulin pump has been contently alarming no delivery. High reoccur during the night. Troubleshooting was performed. Settings were correct. The device has gone into auto off twice during a set change. High pressure test was performed and device passed. Customer was informed the device was functioning as designed. Customer took the set out and then pushed insulin through the set. No further information reported.